Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that initially it was suspected that the patient was hit in the chest area, and as a result "a wire from the battery came off". The most likely cause of death was then concluded to be acute cardiovascular collapse due to sudden cardiac arrhythmia, as a result of the patient's congenital complex heart disease and a pacing malfunction of the patient's implantable pulse generator.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was found fallen on the street. Asystole was noted, the patient was hospitalized urgently, but resuscitation was unsuccessful and the patient died. The cause of death was noted as cardiac arrhythmia due to a malfunction of the patient's implantable pulse generator relating to pacing.